Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmission. Review of the transmission revealed the implantable cardioverter defibrillator has a non-sustained right ventricular oversensing alert triggered by post-paced t-wave oversensing. No device intervention was performed but programming changes were discussed. The patient was stable and will continue to be monitored.